Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the anesthesia machine was offline. The field service engineer (fse) identified that the anesthesia machine was not connected to wi-fi. The wi-fi connection was disabled, and the wired network connection was enabled. After this change, the anesthesia machine came online successfully. The network card was tested, and the fse confirmed successful login, verifying that the device was fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the machine was offline. However, there were no delays or adverse events or injuries reported based on this event.